Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had issues with tubing coming loose and leaking. The tubing comes loose when opened from the package, and also during infusion with gravity feed. The customer stated that the reported problems were observed soon after patient infusion, during operating room, and post operative infusion. Lactated ringer's solution was used for infusion. The customer clarified that the leaking occurred at the hub site where the whole set-up had to be taken down, re-tightened, taped, and then reused. The customer stated that the leak was observed from the manifold proximal to the patient. There was no pump involved as the facility was using gravity infusion. There was no obvious damage observed to the set prior to use. The customer indicated that the connections were tightened before use, but seemed to loosen at some point during patient's stay. There was no report of patient injury or medical intervention associated with this event. No additional information is available.